Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient was wearing a pod between 36 and 48 hours their blood glucose level had rose to 400 mg/dl. As treatment the patient received an insulin injection. No further information was provided as to this event.